Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device's log files were not provided. Our field service engineer (fse) was on-site to investigate the reported issue further and found moisture on the pneumatic back-plane pcb (printed circuit board). After cleaning the pcb, the ventilator passed all functional and safety tests and was returned for clinical use. The origin of the liquid is unknown. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator/anesthesia system malfunction. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).